Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced swelling of left upper extremity. The symptoms returned approximately three months later with an indentation which was sensitive visible when laying arm on a table. Venography demonstrated severe stenosis of the left brachiocephalic vein around the right atrial (ra) lead and right ventricular (rv) lead. The stenosis was treated with a balloon and the right atrial (ra) lead and right ventricular (rv) lead remain in use the patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.